Event description:
It was reported via repair work order that the zoom drive unintentionally moves unit forward due to pcb board assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The previous MDR initial report was filed without the PMA/510(k)#. This follow-up MDR is being issued with the PMA/510(k)# included.

Event description:
It was reported via repair work order that the zoom drive unintentionally moves unit forward due to pcb board assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.